Event description:
A customer reported that a system displayed a system message and the footswitch would not work during a procedure. The footswitch and cable were exchanged but the system still did not work. After a four hour delay, the surgery was completed when they exchanged the system. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).